Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 8022978.

Event description:
A territory manager reports multiple incidents (4) that have occurred over the last several weeks. "Bleeding and fistulas, 4 significant events, one worked its way up to the colon...these have happened over the last several weeks." Multiple attempts to obtain additional information have been made. As of this date, no additional information has been provided. No photo is available. This report represents: incident 4 of 4.